Manufacturer narrative:
Other, other text: a1, h6) customer noted that there was no patient involved in the reported event.

Event description:
Investigation completed and in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps 2120 the complaint of pump goes into alarm, screen turns red and displays characters and numbers was confirmed in testing. During power up and inspection, the device found error code 44510 on the screen display. The error code 44510 indicate s problem with ui_error_irq abort. Further investigation and determined that the microprocessor board was inoperable and the root cause of the issue. Therefore, the microprocessor board will be replaced.pump passes all functional testing.

Event description:
Information was received indicating that a smiths medical pump goes into alarm, the screen turns red and displays characters and numbers. There were no reported adverse events.